Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date. It was reported that the patient underwent removal surgery on (B)(6) 2021. It was reported that the patient experienced severe pain, abdominal pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on unknown date. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. This medwatch report was initially submitted on (B)(6) 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details.